Event description:
The consumer states he caught his sleeve on the speed control knob and the chair allegedly took off, resulting in a broken leg.

Manufacturer narrative:
No product malfunction alleged. MDR filed based in injury. Consumer inadvertently activated joystick while in the chair. Dealer advised the chair was in use without front riggings and this resulted in the alleged injury. Consumer is currently working to resolve any needed repairs/ maintenance to the chair.